Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5ml 31ga 8mm ufii 10bag 500cs experienced foreign matter contamination. The following information was provided by the initial reporter; material no. 328468, batch no. 8260607. It was reported that there were metal flakes on the needle before he went to inject. Verbatim: consumer reported he noticed a metal flakes / some metal chip on the needle just before he went to inject. He also tested on the microscope to confirm. He did not use the needle. Sample available. Incident date: (B)(6) 2019; occurence-1; lot# 8260607; expiration date- 2023-09-30; item# 328468.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8260607. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint.

Event description:
It was reported that the syringe 0.5ml 31ga 8mm ufii 10bag 500cs experienced foreign matter contamination. The following information was provided by the initial reporter; material no. 328468 batch no. 8260607. It was reported that there were metal flakes on the needle before he went to inject. Verbatim: consumer reported he noticed a metal flakes / some metal chip on the needle just before he went to inject. He also tested on the microscope to confirm. He did not use the needle. Sample available. Incident date: (B)(6) 2019; occurence: 1; lot# 8260607; expiration date: 2023-09-30; item# 328468.

Manufacturer narrative:
Investigation: customer returned (2) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 8260607. Customer states that there were metal flakes on the needle. Both returned syringes were examined and both exhibited dark material on the surface of the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely adhesive (possibly degraded). CAPA 91661 was initiated to address adhesive runover. A review of the device history record was completed for batch# 8260607. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200775392, 200779795] noted that did not pertain to the complaint. Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use.

Event description:
It was reported that the syringe 0.5ml 31ga 8mm ufii 10bag 500cs experienced foreign matter contamination. The following information was provided by the initial reporter; material no. 328468 batch no. 8260607 it was reported that there were metal flakes on the needle before he went to inject. Verbatim: consumer reported he noticed a metal flakes / some metal chip on the needle just before he went to inject. He also tested on the microscope to confirm. He did not use the needle. Sample available. Incident date-(B)(6)2019; occurence-1; lot# 8260607; expiration date- 2023-09-30; item# 328468.